Event description:
During follow-up, increased capture threshold was observed on the left ventricular (lv) lead. The suspected cause is due to the patient's anatomy. The lv lead was successfully repositioned to resolve the event. The patient was stable and there were no adverse consequences.